Event description:
The pt had two leads implanted with the same lot number. It was reported lead diagnostics showed all lead contacts were invalid during trial procedure. There is additional info at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.